Event description:
It was reported that the patient experienced a shocking or jolting sensation. The patient stated that when she lied down or applied pressure to the leads it was ¿like an electric fence¿ and she needed to turn the stimulation level down. The sensation had been happening since implant and the patient noted that she was usually at a high level. The patient also mentioned that her doctor told her that she had ¿too many issues¿ for therapy to cure all of the pain but she did feel a difference. The patient used to ¿wake up crying¿ but now just woke up with pain. The patient noted that the device only relieved some of her pain and not all, but she did feel a difference when it turned off. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37746, serial# (B)(4), product type programmer, patient; product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).